Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have not worn their aligners for a few months and wanted to start wearing them again. Their dentist recommended that they not continue treatment due to their gum disease that is suspected to be from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.